Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. During the procedure, it was found that the suture sleeve was loose and the lead was dislodged. Fluoroscopy confirmed the lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, failure to capture and the suture sleeve was loose. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. The reported event of suture sleeve was loose was not confirmed. The suture sleeve dimensional analysis was unable to be performed due to the suture sleeve not returned with the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.